Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. A review of the risk document, dfmea (B)(4), revision 25, was performed for this investigation. The reported event is addressed in step # ra13. Based on this review the risk is within the expected range. The instructions-for-use under (B)(4) rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted 113 reduced water temperature control, 11 patient temperature (pt)1 was below low patient temperature alert and 02 low flow. Patient temperature 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 37.8c, water flow rate (wfr) was 0.7 l/m. System diagnostics, outlet monitor temperature (t1) was 37.4c, outlet control temperature (t2) was 37.4c, inlet temperature (t3) was 37.1c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 32 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours 7430.1 pump hours 7197.2. Low patient temperature (pt) alert set to 32.5c. Nurse confirmed about an hour ago alert occurred because patient temperature (pt) was dropped to 32.5c, but within an hour patient temperature (pt) was increased to 33.2c. Trend shows 3 bars trending upward. Confirmed device appears to be working appropriately, but if they get another alert, please call back. Explained importance of water flow rate (wfr) was staying above 0.6 l/m. Sn (B)(6). Per follow up information received via phone on 19jun2025, spoke with nurse who stated they had tried increasing the flow rate on the device by adjusting the pad tubing, but this did not resolve the issue. The doctor ordered a second pad be connected to the device and set to the side, not applied to the infant. The flow rate improved, and therapy was completed this way. They confirmed a biomed did come to check out or take the device. No further information available. Transferred to the biomed. Spoke with biomed who confirmed this device was in their unit but had not been evaluated at this time. Their manager was still deciding their plan of action and would contact customer support with questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted 113 reduced water temperature control, 11 patient temperature (pt)1 was below low patient temperature alert and 02 low flow. Patient temperature 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 37.8c, water flow rate (wfr) was 0.7 l/m. System diagnostics, outlet monitor temperature (t1) was 37.4c, outlet control temperature (t2) was 37.4c, inlet temperature (t3) was 37.1c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 32 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours 7430.1 pump hours 7197.2. Low patient temperature (pt) alert set to 32.5c. Nurse confirmed about an hour ago alert occurred because patient temperature (pt) was dropped to 32.5c, but within an hour patient temperature (pt) was increased to 33.2c. Trend shows 3 bars trending upward. Confirmed device appears to be working appropriately, but if they get another alert, please call back. Explained importance of water flow rate (wfr) was staying above 0.6 l/m. Sn (B)(6).